Manufacturer narrative:
(B)(4).

Event description:
It was reported that representative seeing greater 4k on pairs with 01, 12, 13, and stated that c-1 pair was normal. The representative ran impedance at default settings and then ran at 3v, 300 us, but this didn't resolve open circuit. The patient has been using 0+2- and this program was working well and patient getting symptom relief. They were doing routine impedance check on the day of this call when open was discovered. The representative planned to keep program that has been working for patient involving 0-2 pair and would keep #1 out of programming options for patient. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available..